Event description:
The customer reported that she was hospitalized for diabetic ketoacidosis, with a blood glucose reading of 700 mg/dl. The customer stated that she was having chest pain and thought she was having a heart attack. The customer stated that she frequently experiences high blood glucose levels, and feels that she is not getting her insulin. The customer did not feel comfortable using this insulin pump, and asked to have it replaced. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.